Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During device evaluation, white foreign material was observed in the air/water cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.